Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's relative reported left side "irregular contours, suggestive of intracapsular rupture" diagnosed via ultrasound and "news about the correlation of silicone prostheses with cancer". Healthcare professional reported rupture. Device remains implanted.